Manufacturer narrative:
Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 2 critical battery alarms have been logged, one on (B)(6) 2015 and the other on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02250 and 3007042319-2015-02251) submitted for devices related to the same event.

Event description:
It was report from (B)(6) that the "patient observed an abnormal battery behavior - switch back to the lower capacity battery." Battery was "replaced from hospital stock." No additional information provided. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Two batteries were returned for evaluation. Bat040456 was not analyzed based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery. Review of the manufacturing documentation confirmed that bat040456 met all requirements for release. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This is two of two reports (3007042319-2015-02250 and 3007042319-2015-02251) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.